Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Ketone levels were checked and results were 1.30. Symptoms reported include hyperglycemia and low potassium levels. Patient reported to be bipolar, have severe depression, menopause, under active thyroid and high cholesterol. It was reported the cannula dislodged from the infusion site (arm) while playing darts. The ems was called and transported the patient to the hospital. The pod was removed and a new pod was applied prior to ems arrival. Once admitted into the hospital, the pod was discarded and the patient was treated with intravenous therapy; 4 different bags of insulin, saline, postassium, and sugar water. The patient was discharged after 10 hours.